Event description:
Manufacturer report number: 2017865-2021-30122. It was reported that the patient presented in hospital for unrelated health issue. Device interrogation showed that the patient had noise on the atrial lead since (B)(6) 2019, with some episodes of mode switch. The ra lead also exhibited low pacing impedance. The right ventricular (rv) lead also exhibited noise. The noise was unable to be reproduced with isometrics. No intervention was performed. The patient was stable and will continue to be monitored.